Event description:
Follow up information received from the healthcare professional (hcp) information stated the patient had ¿lost stimulation¿ and had ¿many high impedance measurements.¿ it was again noted the patient¿s system was explanted. It was stated the explant was due to ¿dysfunction and high impedance.¿ the patient¿s outcome was reported as ¿no injury.¿ further follow up information received 12 days later reported that the patient received assistance from their doctor/manufacturer¿s representative and their concerns were resolved. It was confirmed that the devices were removed on (B)(6) 2013 due to ¿3 defective leads¿.

Event description:
Additional information stated the patient's device was explanted.

Event description:
It was reported the patient got an out of range (oor) reading on her patient programmer when trying to increase stimulation. It was stated the patient was able to turn stimulation off, and then turned stimulation back on and decreased amplitude. It was also stated the patient could only feel stimulation intermittently, and it was ¿erratic¿, which the patient noticed on (B)(6) 2013. Reportedly, the patient got ¿shocked¿ at the implantable neurostimulator (ins) pocket site on (B)(6) 2013 which felt like a ¿twinge.¿ it was noted the patient set an appointment for (B)(6) 2013 and ¿may have some reprogramming.¿ (B)(4): it was reported the patient was unable to adjust stimulation when the programmer had the oor condition. It was stated impedance readings on electrodes 3,8,9,10, and 15 were greater than 10000 ohms. It was reported the patient had ¿four leads in the back and 6 electrodes are open up wide and trying to figure up why the electrodes open wide and caused stimulation to stop in different areas¿ and ¿she had 4 leads implanted in the back and 3 did not work properly from day one and they use 1 lead program, then on (B)(6) 2013 the patient was using therapy and suddenly went really fast then suddenly go on / off, then on (B)(6) 2013 oor message came on and stimulation program shut off.¿ it was also stated she used to charge ins every 6-7 days and suddenly she did not have to charge for 2 and a half weeks about 4-5 weeks prior to report. It was also mentioned the patient was very thin and it was ¿difficult to have implants¿ and she experienced a loss of therapeutic effect. It was reported the caller had a loss of therapeutic effect and no stimulation sensation. The caller reports a shocking or jolting sensation. It was stated this started (B)(6) 2013 and the patient felt stimulation ¿really strong and then it started to sputter and then it went out.¿ it was stated the symptoms were at the lead location. It was stated the patient was reprogrammed on (B)(6) 2013 but still nothing was ¿working very well for her.¿ it was noted the healthcare provider (hcp) did fluoroscopy on (B)(6) 2013 and ¿everything looked to be in great condition, no kinks or bends in the lead.¿ reportedly, the patient would ¿bend over and feel stimulation go away and then if felt like it was bunching up. Then she stands up and stimulation would not spread back out again.¿

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3888-45, lot# va01k4v, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# va01k4v, implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3888-45, lot# va01k4v, implanted: (B)(6) 2012, product type lead; product ID 3888-45, lot# va01k4v, implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).